Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA: 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn: (B)(6) was performed in salesforce which did locate 1 similar complaint with the same failure mode for this serial number. Case: (B)(4) ¿ es - drawer unable to recover a review of the device history record for sn: (B)(6) was performed from the date of manufacture, 24-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the bus. A field service engineer replaced the solenoid, latch, retractor band, and drawer board. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system main drawer 4 was not on the bus while issuing medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Correction: section h manufacturer narrative- device/part analysis upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the bus while issuing medication. A field service engineer inspected the boards and confirmed that the drawer board did not communicate. When the retractor band was moved, the solenoid engaged and did not release, causing it to overheat and start smoking. The engineer powered off the station right and the solenoid, latch, retractor band, and drawer board were replaced which was received from chassis. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system main drawer 4 was not on the bus while issuing medication. There were no adverse events or injuries reported based on this incident.